Event description:
It was reported that when the patient finished the daily bag change on the cadd tubing, there was leaking at neck of bag. When the old bag was being removed, it broke off and neck of bag was stuck on the tubing. No adverse patient effects were reported by the customer.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.